Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.

Event description:
The event involved a primary plum set, clave secondary port, polyethylene-lined tubing, secure lock, 107 inch, and it was reported as small black dots on the internal walls of the drip chambers. There was no patient involvement, and no patient harm.